Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced a ventricular tachycardia (vt) event on (B)(6) 2015 at 22:58. It was noted that there was a delay in therapy based on how the device was programmed. The event started in the monitor only zone and increased to the ventricular fibrillation (vf) zone. The delay was 48 seconds. The patient received anti-tachycardia pacing (atp) and 8 max energy shocks that never converted the rhythm. The patient then spontaneously broke on his own to normal sinus rhythm. The patient reported that he felt the device warm up and also felt the shocks. The patient was evaluated following this event and was reportedly doing well. The physician made the decision to explant the ICD and rv lead due to concerns with product performance. At the time of the procedure, the field representative noted there were no visible integrity issues. The lead was tested through the pacing system analyzer (psa) and r-wave measurements were 8.7 mv, pacing impedance measurements were 328 ohms and threshold measurements were 0.6v/0.5ms. The system was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboatory, the complete lead was returned severed in two segments at 8 cm from the terminal pin. The extracting stylet was stuck inside the distal segment. Proper location of the setscrew mark was noted on the terminal pin, indicating proper port insertion. The distal shocking coil separated from bonding at the proximal end with medical adhesive noted. The damage most likely occurred during the explant procedure. Resistance testing was then completed to assess the lead's electrical performance. Measurements were normal testing the proximal segment. The distal segment could not be tested due to the extracting stylet being stuck inside. However, x-rays showed there was no conductor fractures. The field observations could not be confirmed in analysis.